Event description:
The doctor noticed the haptic of the lens was bent after it was implanted. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2010-00002 for the delivery device used with this intraocular lens.